Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a new pain complaint after tripping, sliding, and falling in their garage the previous monday. The manufacturer's representative was able to add a third program for the low back pain using the top three contacts of each lead to provide adequate therapy. The patient also mentioned that during their last recharge, they felt the implantable pulse generator (ipg) heating after an hour of recharging. A burning sensation at the device pocket was noted. No temperature icons were displayed during or after the recharge session. The patient had been trained and able to correctly demonstrate the recharge process. Impedance testing revealed no issues, and the cause of the ipg heating remains unknown. The patient was going to contact the manufacturer's representative if the ipg heating reoccurred. A follow-up report will be submitted if new information is received.